Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. A review of the manufacturing documentation for this batch found that the device met all material, assembly, and product specifications at the time of release to distribution. The most probable root cause for this event is operational context. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician attempted to pre-dilate a lesion in the distal rca (right coronary artery) with a 2.5x20mm apex monorail balloon catheter. The balloon ruptured at 12 atms on the first inflation. There were no kinks noted on the device prior to use. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "good".